Manufacturer narrative:
(B)(4). The reported complaint of "tube kinked" was confirmed based upon the sample received. The customer returned one unit 5-12514 et tube, cuffed oral, spiral-flex 7.0 for investigation. The sample was returned with a bite block on the tube. The returned et tube was visually examined with and without magnification. Visual examination of the sample revealed that the tube was kinked where the inflation line enters the tube, near the proximal end of the tube. The inner part of the tube was occluded due to the kink. It was evident that the returned sample would not pass a kink test based on the extent of the damage. No functional testing was performed on the returned sample. It was evident that the returned sample would not pass a kink test based on the extent of the damage observed. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." A device history record review was performed, and no relevant findings were identified. The damage observed on the et tube was consistent with damage that could be caused by pinching the tube with high force. It could not be determined what caused the tube to kink, but it could have been caused by the positioning of the patient and/or the patient biting the tube. Based on the location and the type of damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found spring was broken during use on patient then changed new one, no impact on patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the doctor found spring was broken during use on patient then changed new one, no impact on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found spring was broken during use on patient then changed new one, no impact on patient". No patient harm or injury. The patient status is reported as "fine".